Event description:
Prior to a coronary stent procedure, the delivery/stent device was removed from the packaging hoop and was being loaded on the wire and felt the stent come loose. The stent came half off the delivery device. Another catheter was used to complete the procedure. No patient injuries or complications occurred.